Manufacturer narrative:
The device was returned to olympus and the device evaluation found, the flexibility adjustment ring had a scratch, the grip had a scratch, the air/water-cylinder had no color, the suction cylinder had no color, the electrical connector had corrosion due to water leakage, the shield plate had corrosion due to water leakage, the angle wire had wear, the play of right/left knob was out of the standard value, the play of up/down knob was out of the standard value, the light guide lens had a crack, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera ii colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that air/water-cylinder and air/water-tube had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided) per information obtained from the customer, reprocessing steps deviated from the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to deviation from instructions for use in reprocessing steps for the area where foreign material remained. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.